Event description:
Customer alleged blood glucose results of 297 mg/dl and 84 mg/dl when testing was performed back-to-back on the compact system. Customer reported having no symptoms, and did not treat or act based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.